Event description:
This event was reported as insufficiency and dyspnea upon effort. No further info provided.

Manufacturer narrative:
Examination of the valve in lab revealed host tissue overgrowth had encroached onto each cusp, fusing each commissure, which resulted in stenosis of the effective orifice area and leaflet disruptions. Calcification was noted within each cusp which contributed to stenosis of the valve and further leaflet disruptions. A large disruption was noted within the right-coronary cusp which appeared to be artifactual of removal of host tissue overgrowth during the explant procedure. Delaminated disruptions were noted in the free margin of the noncoronary cusp which aligned with suture tails on the sewing ring when the leaflet was flexed open. The remnant suture displayed several knots which resulted in elongated projections allowing for contact with the tissue. X-ray analysis revealed calcification within the aortic wall and belly of each cusp. Stent distortion was also noted which appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to host tissue overgrowth. These findings would account for the symptoms noted clinically.